Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At the time of this complaint event, the customer did not request getinge to evaluate the iabp. However, a preventative maintenance (pm) was performed by a getinge field service engineer (fse) on the iabp subsequent to this event; and the reported problem was not duplicated. The iabp passed all functional and safety checks and was cleared for clinical service.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed "leak in iab circuit" approximately every 10 minutes, while in use on a patient. The iabp was swapped out with another cs300 and it worked fine without alarm reoccurring. There was no patient harm or adverse event reported.